Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, five (5) months due to endocarditis with severe stenosis, moderate insufficiency. Patient presented in acute decompensated heart failure and cardiogenic shock necessitating va-ECMO placement. The procedure was performed with 26mm 9755rsl transcatheter valve. This is a 28-year-old male.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, five (5) months due to severe stenosis and moderate insufficiency. Patient presented in acute decompensated heart failure and cardiogenic shock necessitating va-ECMO placement. The procedure was performed with 26mm 9755rsl transcatheter valve per information received, patient experienced a sudden drop in ef (<30%). Vegetation was noted on leaflets and debris was captured in the sentinel device that embolized to the left arm. This is a 28-year-old male.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.